Event description:
The implant surgeon of the hospital reported to our sales rep that a pt came in with pain. He took some x-rays and observed that the nail is broken.

Manufacturer narrative:
Once the investigation has been completed any add¿l info will be reported in a supplemental report. Add¿l devices: 3060-0110s lag screw, ti gamma3 - 10.5x110mm k907101, 1896-5055s locking screw, fully threaded t2 tibia - 5x55 mm lot # k923189, 1896-5050s locking screw, fully threaded t2 tibia - 5x50mm lot # k959948, 3005-1100s end cap, std, ti gamma3 lot # k569985, 3003-0822s set screw, ti gamma3 - 8x17.5mm lot # k272840.